Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient showed signs of twiddler's syndrome which resulted in their right atrial (ra) lead dislodging. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.